Event description:
Aunt used trilogy 100 ventilator machine from 2017 to 2021. Last 2 years, aunt complained trilogy machine wasn't working correctly and couldn't breathe, so we had trilogy replaced 3x before her death. FDA safety report ID # (B)(4).